Event description:
The user facility reported an optical sensor alarm that occurred during setup of the device. A new impella pump was opened and used without further issue. There was no adverse impact to patient support.

Manufacturer narrative:
The investigation into the reported optical signal issue has been completed . Product was returned for investigation. The device was visually inspected and found no abnormalities were observed. The optical light test was performed. The catheter was connected to first aic and optical sensor error was displayed on the screen. In reviewing the data logs, after going through trouble shooting procedures with first aic a second aic was brought to the or and connected to the catheter. The same optical sensor error screen was displayed and the same trouble shooting steps were followed before deciding to try a new catheter. The second catheter worked without any issue. The investigation determined that the root cause of the issue was a damaged optical fiber line. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6 updated to include optical signal coding. D6a / d6b updated. D10 concomitant medical products and therapy dates updated. G1 reporting contact email and reporting contact fax number updated.